Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was later reported by the patient that their ins works great they just wanted to know about a device that they didn't have to charge as much. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that sometimes it would take the patient longer to charge. The patient stated that it would take up to six hours. They noted charging every 2-3 nights. The patient reported that it only happened every once in a while and has happened about four times. The patient was redirected to follow up with a healthcare professional. No symptoms were reported. No further complications were reported. Additional information received from the patient reported that the device was not ¿doing right." Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.